Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. If more information becomes available manufacturer will file a follow-up report at that time.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a revision surgery took place in which a tlif ii cage was removed. The patient reportedly had signs of infection at the surgical site approximately 2 days post-op. Revision surgery took place (B)(6) 2015.

Manufacturer narrative:
Previous testing was performed to ensure the materials used in k2m's implants are biocompatible and do not pose additional risk to the patient. We concluded in those tests that the materials used for our implants are all commonly used in the medical device industry. The materials used by k2m have been successfully evaluated for biocompatibility per iso 10993, biological evaluation of medical devices, the harmonized standard used by the industry. Furthermore, all of our tlif implants are manufactured from an implantable grade plastic material that has an approved FDA master file. The cleaning and sterilization history of the subject device performed by the user facility is unknown.